Event description:
A report was received that a pt has developed an infection at the pocket site. The pt's pocket site incision opened and was hot to the touch. The pt was prescribed oral antibiotics.